Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white fibrous foreign material that was clogged in the nozzle - however, it could not be further identified. There was no report of deformity or damage to the nozzle; also, there was no report of any deviation from the instructions for use (IFU). Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported that excessive pressure was observed with the colonovideoscope during washing. During a standard service inspection of the customer returned device, nozzle clogging was observed. This report is to capture the reportable malfunction found at inspection. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air/water supply issue were observed due to clogged nozzle as a result of foreign material. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.